Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that she was hospitalized on (B)(6) 2017 due to high blood glucose levels. They could not connect her back to the insulin pump due to keypad issues. It was extremely hard for the customer to press the buttons. Customer's blood glucose level was over 400 mg/dl. The act button was unresponsive. The customer had a urinary tract infection and in groin pains. Her potassium levels were too high. The customer was given manual injections. The customer was wearing the insulin pump at the time hospitalization. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.